Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia.

Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (b)(6)2026. On the same day, it was reported that 2 consecutively inserted sensors fell off shortly after application. The first sensor fell off approximately 3 hours and 45 minutes after insertion on (b)(6), and the second fell off approximately 40 minutes after insertion, before completion of the warm-up period (time unspecified). No symptoms were reported during this time period. The patient had no other sensors and attempted to obtain a replacement from the pharmacy, however the cash price of the product he could not afford. The patient did not report performing any fingerstick blood glucose checks after the sensors fell off and before the onset of symptoms. On Saturday, (b)(6), at around 11:00 PM, the patient awoke experiencing dizziness, blurred vision, and disorientation. While attempting to self-treat the low BG with sugar, he fell down the stairs. His son found him and called Emergency medical services (EMS). A fingerstick blood glucose value of 27 mg/dL was obtained by ambulance personnel. The patient was transported to the hospital and treated with IV glucose, magnesium, and potassium before being discharged approximately six hours later. At the time of the report on (b)(6) 2026 he felt well and indicated there was no additional treatment necessary as a result of the event. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.